Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the laser goes into the standby mode on its own. The mode has to be switched back, but in some cases, it switches right back to standby.

Manufacturer narrative:
The customer reports ¿the system goes into standby mode on its own.¿ pictures were forwarded in which the system message (sm) codes were displayed. The first sm was ¿laser controller footswitch removed in ready state.¿ the second sm says ¿no laser footswitch is connected.¿ the third sm states ¿laser controller footswitch engaged when ¿ready¿ requested.¿ the fourth sm states laser controller footswitch disconnected while firing. The fifth sm states laser controller ready state denied: the filter is disengaged. The sixth sm states ¿one laser dr. Filter is connected to the console. Are all necessary dr. Filters properly installed and connected? ¿the seventh sm ¿laser dr. Filter 2 is disengaged¿ additional related information was requested but was not provided to date. These messages indicate that the doctor filter was not placed adequately, and the footswitch may have been disengaged and/or disconnected at the time of use. The system laser can only be fired when appropriate steps are taken to ensure that a doctor¿s filter is placed in the viewing device (e.g. Surgical microscope, etc.). The system laser supports two types of doctor filters: non-tethered with fixed filter in viewing path. Tethered with manual switch to place filters in and out of the viewing path. The doctor protection filter must remain in the beam path during treatment, enabling the targeted tissue to be seen with complete protection for the operator. The filter has virtually no effect on visualization (colored¿ view only). Rotation of the tethered filter with manual switch in or out of the beam path is accomplished by means of a lever located on the right side of the filter. Note that if the doctor protection filter is in the open position in endo modes, the laser will not fire and the message ¿please engage dr. Filter¿ will appear. Rotate the filter lever clockwise until the doctor protection filter is in the beam path and the message clears. If using a non-tethered fixed filter, and the system is switched from standby to ready mode, the message "verify appropriate dr. Filters are installed in all viewing devices" appears and the user must verify before the laser can switch to ready mode. If two tethered filters are in place (see rear panel description), both filters must be switched into the beam path before the laser will operate. Switching either filter out of the beam path while the laser is in ready mode switches the laser to standby mode immediately. Inserting a filter tether into the machine while it is in ready mode switches the machine back to standby mode until all tethered filters have been verified to be in place. A warning is issued for the console which states: do not attempt treatment if aiming beam is not present. Patient injury may occur. The aiming beam passes down the same delivery system as the working beam; this provides a good method of checking the integrity of the delivery system. If the aiming beam spot is not present at the distal end of the delivery system, if its intensity is reduced, or if it looks diffused, these are possible indications of a damaged or not-properly-working delivery system. The customer reported that the system laser was going on standby. With no additional, related information provided, the customer reported event could not be confirmed. The system was manufactured on july 17, 2018. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively the manufacturer internal reference number is: (B)(4).